Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a normal device check, inappropriate auto mode switch due to far-r oversensing on the atrial channel was observed. Programming changes were made. The device remains implanted.